Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-26, serial/lot #: (B)(6), ubd: 04-mar-2025, UDI#: (B)(4) product analysis: the valve remains implanted, therefore no product analysis can be performed. Other relevant devices include: evolut fx loading system, product ID: l-evolutfx-2329, lot number: 0011533057 (implant: n/a)(explant: n/a) osypka 20mm vacs iii balloon catheter (non-medtronic), product ID: unknown, lot number: unknown (implant: n/a)(explant: n/a) updated: b5, d10, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the aortic regurgitation was classified as paravalvular leak (pvl). Per the phys ician, the dissection caused the pericardial effusion. It was reported that annular calcification contributed to the dissection. Per the physician, the post-implant balloon aortic valvuloplasty (bav) may have caused the dissection and subsequent pericardial effusion. Per the physician, it was unknown whether the valve or delivery catheter system (dcs) caused or contributed to the dissection and subsequent pericardial effusion. Clarification was provided that ¿zero position¿ was referring to the valve being positioned at a depth of 0mm. It was reported that the patient is under observation. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a 26 millimeter (mm) valve was s elected due to severe aortic stenosis (as) of the patient¿s native valve. It was noted that the valve had a max velocity of 6.1, aortic valve area of (ava) of 0.56, an ejection fraction of 69%, sinus of valsalva (sov) average diameter of 27 mm, and a pressure gradient (pg) of 95/148. Additionally, severe calcification on each valve leaflet was observed. A pre-implant balloon aortic valvuloplasty (bav) was performed twice using an 18 mm non-medtronic balloon. During the first deployment attempt, the valve was placed too deep. Subsequently, the valve was recaptured. During the second deployment attempt, the valve was placed at the ¿zero position¿. Subsequently, the valve was recaptured for a second time. During the third deployment attempt, the valve appeared to be in good position, so the valve was fully released. The valve was implanted at -5 mm on the non-coronary cusp (ncc) and -8 mm on the left coronary cusp (lcc). Subsequently, mild to moderate aortic regurgitation was observed. A post-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. No additional treatment was provided. An echocardiogram was performed. Subsequently, dissection of the sinus of valsalva on the lcc and pericardial effusion were observed. Pericardial drainage was performed. It was confirmed that the pericardial effusion was stopped, and the procedure was completed. It was noted that following the procedure, mild aortic regurgitation was observed. No treatment was provided. The patient was discharged. No additional adverse patient effects were reported.